Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped dosing multiple times because the user ran out of insulin after correcting a high glucose; the user later completed a supply change and blood glucose stabilized, and the device did not revert to alternative therapy when dosing stopped. Symptoms included hyperglycemia with a reading indicated as high on the pump. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and the device component not applicable; the medical device problem aligned with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.